Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; device exceeded the maximum allowed temperature rise during testing. Further investigation revealed a damaged rotor, drive shaft and etched spindle housing. Insufficient lubrication was also noted inside the bearings of the rotor. The probable cause of the failure was attributed to warn bearings and spindle housing. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a procedure. No adverse consequence was reported; the procedure was completed successfully with another device without any procedure delay.